Event description:
It was reported that a patient experienced a connection issue which subsequently caused peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The connection issue was further described as ¿due to the transfer set coming loose from the plastic adapter which was discovered about 3:00 in the afternoon¿ on an unreported date. The transfer set had been in use for approximately six months prior to this issue. There was no leak observed. There was no visible damage to the transfer set. Subsequently the patient experienced peritonitis manifested by abdominal pain with clear pd (peritoneal dialysis) effluent. On the same day as onset, the patient was diagnosed with peritonitis and was hospitalized for the event. On the same day as being admitted, the patient began treatment, which lasted throughout the hospitalization, with unknown antibiotics (names, doses, frequencies unknown). It was reported that the patient experienced a fever (no further detail) during hospitalization. Eleven days after being admitted to the hospital, the patient was discharged. One day after being discharged, the patient began treatment for the peritonitis with ciprofloxacin (500mg by mouth daily for 5 days) and gentamicin (100mg intraperitoneally daily for 10 days). At the time of this report, the patient was recovered from the peritonitis. On an unreported date, the patient was re-trained in proper aseptic technique for performing pd therapy. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional information become available, a follow-up will be submitted.